Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a female patient (age unknown), the device failed to cardiovert the patient's rhythm. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the reported malfunction was not replicated or confirmed. The device was put through extensive testing, which included impedance calibration testing, defib/pacer stress testing, bench handling and defib cycle testing without duplicating the malfunction. The device was recertified and returned to the customer. Review of the device logs showed no failed shocks recorded on the event date provided by the customer. All other dates within the log showed all attempted synchronized cardioversions were completed without any issues. No trend is associated with reports of this type.